Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated. The reported event was an unspecified alarm. A service history review did not show a relationship or potential cause of this event related to repairs that have been made to the device. A review of the device history records revealed no issues that could have caused or contributed to this occurrence. A visual inspection was performed on the homechoice with no problems found and the device passed all check and calibration tests successfully during service. During the review of the event history log, there were several alarms noted including the check heater line alarm. The evaluation verified that the reported alarm was the check heater line alarm and the cause could not be determined. It was determined that there was no non-conforming product that could have caused or contributed to the reported problem. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice pro presented an alarm. The specific alarm was not reported. The exact therapy cycle was not specified, but the patient stated it was toward the end of therapy. There was patient involvement; however, there was no report of patient injury or medical intervention. No additional information is available.